Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient underwent a lift flap enhancement in both eyes in 2006. At the patient's 6 month post op from the enhancement a slit lamp exam noted trace epithelial cells at the flap edge in both eyes. The patient was lost to follow up. On (B)(6) 2013 the patient was referred from an affiliate and presented with a plaque of epithelial cells in the left eye. The flap was lifted and the cells were removed on (B)(6) 2013. The patient returned on (B)(6) 2013 and the cells were removed again and tissue glue was used in addition to a bandage contact lens. The patient was last seen at the clinic on (B)(6) 2013 and the visual acuity with the bandage contact lens in place was 20/400 in the left eye (right eye was 20/25). The patient was referred back to their primary healthcare provider for follow-up care.